Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision for right ventricular lead it was noted that the atrial lead was dislodged. The lead was explanted and replaced. The patient experienced no symptoms and was stable prior during and after the procedure.